Event description:
I am consistently getting an alert on my libre freestyle 3 continuous glucose monitor. I keep getting alerts that my blood glucose level is low. When I check it with a finger prick, and the actual bg number is consistently 20 points higher. The freestyle monitor is obviously inaccurate. I confirmed with my finger prick monitor that it was calibrated accurately with a test.